Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the pectus bar bender did not work when the distributor tested it. When pushing the handle the piston did not engage or move, therefore the bar would not have been able to be bent. There was no patient involvement.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The pectus table top bender (part# 01-3906, lot# 012815l14) was visually evaluated. The bender was in moderate overall condition, with some minor scratches on the base and wear on the metal on metal contact surfaces in the joint; no discoloration was observed. Initially the plunger was stuck in its down position and would not move as the bender arm moved. A little bit of force was applied to the plunger to move it upwards toward the joint. The bender was then functionally tested by raising and lowering the bending arm. The bender squeaked and was a little stiff as the plunger moved up and down with the movement of the bender arm. The product functioned but is likely unreliable for further use. The internal components were rotated inside the assembly, which resulted in galling on the handle cam and plunger wheel where the surfaces come in contact and cause friction during handle actuation. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force. The instructions for use (IFU) for this product states in the section titled 'warnings and precautions': avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer , method code , results code, conclusions code and additional narratives/data.